Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the right common femoral artery was mild to moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was successful using a proglide device in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was an 8f with moderate calcification noted at the access site; however, mild calcification was noted in the femoral artery. A second proglide device was placed at a 90 degree angle to the successfully pre-placed suture but when the plunger was retracted a cuff miss occurred. The guide wire was re-inserted and a third proglide device and the angle was slightly changed to avoid same situation; however, again when the plunger was retracted a cuff miss occurred. The guide wire was re-inserted and the sheath was upsized to an 18f and the index procedure was completed. Hemostasis was attempted using the successfully pre-placed first proglide suture but hemostasis was only partially achieved. Hemostasis was ultimately achieved using a non-abbott device along with the pre-placed first proglide suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. This may have been a contributing factor in the reported cuff miss. Based on the information reviewed, there is no indication of a product deficiency.